Event description:
During an attempted implant, the set screw in the header of the device could not be tightened. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of could not tighten or engage the lv setscrew was confirmed. Analysis revealed the user of the torque wrench during the implant procedure made numerous off-center and angled incorrect wrench insertions such that the setscrew was never properly engaged. The user finally unknowingly rotated the setscrew out of the connector block socket and the setscrew fell sideways loose across the connector block. Since the setscrew was never engaged correctly, the user never felt the setscrew turning. With the setscrew now out of the socket and out of position it became impossible to engage or tighten the setscrew. The user could then only hit its sides and push around the loose setscrew. The problem was caused by the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.